Manufacturer narrative:
Product event summary: the full lead was returned for analysis. The distal conductor of the lead was extrinsically over-rotated.

Event description:
It was reported that the right ventricular (rv) lead was attempted but not used during the implant procedure. The helix of the lead would not extend for placement. Additionally the stylet was unable to be inserted fully into the lumen of the lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.